Manufacturer narrative:
H3, h6: the solid state drive was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm 10, fdr 213, and fdc 67 are applicable to the solid state drive analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
9735999:lot# s5janj0n108319p. H3: device was received and is under analysis. Follow up report will be sent upon completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Author/date/subject/note: (B)(6) / 2020-10-30 / auto created from work order (B)(6) / status updated from in process to completed; date completed updated from null to 2020-08-26. Hardware updated from null to pass, software updated from null to pass, instruments updated from null to pass. Visually inspected parts prior to install updated from null to pass, resolution of visual inspection failure updated from null to replaced; state drive does the system perform as intended? Updated from null to yes; were hardware parts replaced? Updated from null to yes. A medtronic representative went to the site to test the equipment. After visual inspection, it was shown that the state drive needed to be replaced. It was replaced and the system passed the checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device serial number unavailable. UDI not available for this system. Concomitant medical products: product ID: 9735999, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Device evaluated by MFR: no. Parts have been received by the manufacturer for evaluation. Labeled for single use: device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after an in-service, the monitor went black. Upon booting the system up, the system displayed "reboot and select proper boot device." It was not possible to boot into safe mode and a reboot did not resolve the issue. There was no patient present when this issue was identified.